Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, white particles inner shell, opening on posterior and anterior. Leak test and microscopic analysis was performed which identified; sharp opening on valve bold edge and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a sharp opening on valve bold edge assessed as an unidentified (tear) opening. A striated opening on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.